Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Evaluation summary: the surgical technique was updated to include tips on preparing and glenoid, gaining the proper surgical exposure and feeling to insure the glenosphere seated correctly. The supplies immediate post-operative x-ray indicates the glenosphere was not initially circumferentially seated. Evaluation codes: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
This report is being amended to reflect changes.

Event description:
It is reported that upon viewing the 6 week post-op x-rays, it was noted that the glenosphere was not implanted perfectly on the base plate.